Manufacturer narrative:
Correction: h6 annex a code. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they felt "a big shock". The patient stated they were moving a doorway gate in their house when they felt a large shock and said they "saw blue". The patient did not know if they hit something when moving the gate that shocked them or if their implantable cardioverter defibrillator (ICD) shocked them. The ICD remains in use. The monitor is expected to be replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate high voltage therapy from the ICD for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The patient underwent an ablation procedure and the ICD was explanted during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.